Event description:
It was reported that customer had several complaints from nursing that the foley catheter balloon either does not inflate or does not stay inflated. They tried 4 to 5 different catheters from the same lot number that all suffered the same failure. Also reported that one sample was available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.